Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the pump had a cracked battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 04/25/2014 with the following findings: during investigation, the battery compartment was found to be cracked from the case seal to the grip. The keypad was intact; no damage was observed. The up arrow and down arrow keypad buttons were intermittently unresponsive. The ok and contrast buttons responded appropriately and were functional. The keypad was removed and evidence of contamination was found under all of the button contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.